Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/3/2020. H.6. Investigation: bd received 7 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for a molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that a sharp molding defect was discovered on wing with a bd holder one use. This occurred on 30 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: it has been reported that a burr on wing is dangerous because it touches patient¿s skin during blood collection. Of hospital stocks, some (20-30) have a burr on wing.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a sharp molding defect was discovered on wing with a bd holder one use. This occurred on 30 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: it has been reported that a burr on wing is dangerous because it touches patient¿s skin during blood collection. Of hospital stocks, some (20-30) have a burr on wing.